Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/08/2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Advised patient to forget and disable all bluetooth devices. Patient was also advised to close all background applications, re-enable bluetooth and open the g5 application. The issue was resolved as the patient received a pairing request. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/25/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.